Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit after battery change and the screen seemed frozen. Troubleshooting could not be done because the keypad was unresponsive. Customer mentioned that for the past few weeks, her blood glucose would spike up during the night. Blood glucose value was 74 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.